Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was between 300 mg/dl to 400 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump alarmed insulin flow blocked and was resolved by infusion set and reservoir change. Customer also reported to have experienced a high blood glucose of 300 mg/dl to 400 mg/dl and treated with insulin pump. Customers spouse declined high blood glucose troubleshooting. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis. Reservoir is expected to return for analysis.